Event description:
The customer reported difficulty seeing the guidewire during a vascular case while using a 9800 system. No patient injury was reported.

Manufacturer narrative:
The service rep adjusted the edge enhancement using a utility suite. The system operates as intended.